Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential failure mode could be "collapsed lumen or -blocked lumen". A potential root cause for this failure could be due to "kinked catheter / blocked by clots, etc./ tubing design (lumen ID undersized) / lumen wall thickness undersized / inadequate material selection / lumen collapse / kinked or pinched shaft". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the latex temperature-sensing catheter ifus were found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the temperature sensing foley catheter was not draining properly. The patient's bladder was scanned and found a large volume of urine. Later the foley was replaced and the urine drained. As per the follow up via mail on (B)(6) 2020, it was reported that it was hard nursing to save the foley after it was taken out, particularly on covid units. And confirmed, just put out an monthly email update and reminded people to gather as much information when putting their iris report in if they are having foley issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the temperature sensing foley catheter was not draining properly. The patient's bladder was scanned and found a large volume of urine. Later the foley was replaced and the urine drained. As per the follow up via mail on 27aug2020, it was reported that it was hard nursing to save the foley after it was taken out, particularly on covid units. As per the additional follow up mail received on 27aug2020, it was reported that the foley catheter was not draining and urine leaking around catheter, on (B)(6), different patient on (B)(6) 2020 and not draining on (B)(6) 2020.